Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty approximately two years ago. The patient underwent a two-stage revision surgery, the first stage a year and a half after the initial surgery and the second approximately four months ago due to the screws fracturing. Subsequently, the patient is being considered for an additional revision surgery due to the patient being unhappy with the results of her previous revision surgeries and discomfort.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02133-1, 0001825034-2023-02388. D10: medical products: item#: 113634, comp primary stem 14mm mini; lot#: 64877613. Item#: 113057, versa-dial 50x27x50 hum head; lot#: 450570. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02133-2; 0001825034-2023-02388-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.